Event description:
Revision surgery for right knee on (B)(6) 2016 by dr. (B)(6). Knee device I'm questioning put in on (B)(6) 2015. It was a zimmer personna. Surgeon was (B)(6). I have all that may be required, but shouldn't be needed. I want to know if any parts put in my leg were recalled pieces especially the tibia plate. (B)(6) 2015, I had a total knee replacement at (B)(6). It was performed by a doctor, (B)(6). From the very 1st day I have been in severe pain, it is now, 6 months later, and I have to have revision surgery of the complete right leg the appliance knee was a zimmer personna. I have seen many recalls of zimmer products. I want you to see if my knee replacement parts are any of the recalled parts. The risk management department at hospital would not help me. I have spoken to zimmer. However they told me my parts in my knee have not been recalled. Would you please check on these parts used in my right knee replacement. I would like to hear from you before my knee reversion surgery on (B)(6) 2016. I have enclosed all serial numbers, MFR's on all the parts in my right knee. (B)(6).